Manufacturer narrative:
There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified invalid syringe size in history. During functional invalid syringe size error was found during the syringe test and also failed the calibration verification on both quality control slugs and failed size calibration. The tapered spring slipped over the barrel clamp rod collar. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced barrel clamp head screw, barrel clamp guide, barrel clamp rod, and tapered spring. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that pump exhibited incorrect syringe size error. No patient injury was reported.